Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. It should be noted that per the instructions for use (IFU), "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduced the chance of dislodging the proximal stent." The reported difficulties experienced during the procedure appear to be related to the operational context of the device. This stent dislodgement does not appear to be a mfg related issue.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that in january of this year, a minivision was being used in a very difficult procedure, where the anatomy was extremely tortuous and heavy plaque was present. After placing three stents, the attempt was made to get the 8mm minivision stent to a side branch. The stent got caught on one of the other implanted stents and dislodged. A snare was used to successfully remove the stent. It was felt that the stent dislodgement occurred because of the anatomy and where they were attempting to place the stent. No add'l event or pt info is available.